Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when an asymptomatic patient presented in clinic for a follow up visit, device back up vvi mode issue and firm ware upgrade issue was observed. The device back up vvi occurred as a result of an unsuccessful attempt to perform a device upgrade. The device was restored successfully. After the device restoration the device upgrade was unsuccessful both times and no further attempts were made. Patient was stable.